Manufacturer narrative:
A variety of logs were examined to determine the sequence of events, and relevant software code was examined to determine the historical context in which the error occurred and whether studies from different patients could be displayed as though for one patient. The facility has a known workflow tissue with sending incomplete studies to the radiologist, then sending additional images (usually scanned documents) after he has accessed the study. The combination of this workflow issue, the radiologist not responding to an alert, and a software vulnerability if such an alert was not responded to, were determined to have produced the reported problem. The software vulnerability was due to a faulty algorithm in code that had recently been changed to provide new functionality. Evaluation summary: logs for fileroom and viewbox were examined, along with the phi log, in order to determine what had happened. Because the initial report from the distributor was vague, additional information was sought from the end user. The end user was able to pinpoint what he was doing when the error occurred. The code was reviewed against the logs to obtain clarification and confirmation. It was determined that what had occurred was that additional images were sent to the radiologist workstation while the radiologist was viewing the study, the radiologist did not respond to the alert to click to reload the study, the radiologist loaded another study, additional images were sent for that study while it was displayed, and this time the radiologist responded to the alert to reload the study. When he did so, the previous study was loaded as well, as a prior, although it was for a different patient. The program displays a status bar at the bottom of the monitor indicating which patient's studies are loaded and it is supposed to apply to all images on the monitor. In this case it did not correctly apply to the previously displayed study. The software bug identified was that when an alert to re-display a study was generated, the information about which study to re-display was not cleared until the user re-displayed the study. Thus it remained even after a new study was loaded, and a previous study could be "re-displayed" at a later time, even though it was no longer being displayed. This confirmed the user's claim that two different patients had been displayed together as if for one patient. During verification testing of the fix, the behavior of viewbox before and after the fix was compared to ensure that the verification procedure was accurate, due to the very specific circumstances under which the problem occurred. The tester confirmed the dramatic behavior of the bug.

Event description:
A distributor called to report a problem with two studies where one possibly had the wrong patient ID. Additional calls with the radiologist end user were made to get more information about what had occurred and in what context. The radiologist reported that he had clicked on an alert to re-display a study after additional images were received, and the program had displayed both that patient's and another patient's images in a layout only used for one patient's images. The radiologist detected the error immediately and re-displayed the study he was reading. No harm was done.